Event description:
It was reported that during a lap hysterectomy, the blade was broken off toward the end of the operation. An error 5 was displayed. The broken piece did not fall into the patient. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Added additional information the device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The blade was found to be broken at the discolored (blue). The broken portion was not returned with the device. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The device was functionally tested with a generator. During functional testing an error code 5 (instrument error) was displayed. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them.